Event description:
Additional information received from the physician on (B)(4) 2013 confirmed that the patient was implanted with the devices on the date provided. The patient was seen a month after the procedure for a post operation follow up, the physician's notes stated that she had a remarkably good recovery. The patient returned on (B)(6) 2009 and the physician noted no leakage and good support from the slings. The patient was last seen on (B)(6) 2009 and still had no leakage; the patient did present with some scar tissue and pain, which the physician felt was related to the prolift. On (B)(6) 2011 the patient phoned the office and stated to the physician that she was not having any issues.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.